Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed. A secondary MDR was reported under 3014526664-2024-00171 as it is not clear which of these two products were associated with this event.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient experienced right arm weakness. The physician identified via imaging that the stent was compressed as it was deployed in a dissection plane. The physician elected to explant the stent and the patient's symptoms resolved.